Event description:
Asr revision reported via sales rep, asr xl, right, asr pain, some hydrossification of bone, loose cup. Litigation also received (B)(6) 2015. Litigation alleges discomfort, popping & clicking in hip joint, restricted movement & ability to ambulate, and elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/11/2015 - medical records received. Upon revision, necrosis was noted. The information received does not change the MDR decision. This complaint was updated on: 03/17/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).